Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided. Related components: model number: 72400098. Lot number: 1000183048. Model description: control pump fgs. Model number: 72400024. Lot number: 1000201567. Model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 5.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. Additional information received states the aus device was explanted during a previous surgery due to infection. The patient was later implanted with a new device on (B)(6) 2020. The patient was stable following the successful reimplantation of the new aus device.

Manufacturer narrative:
Field change: b5, d6,d7,h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components: model number: 72400098. Lot number: 1000183048. Model description: control pump fgs. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Model number: 72400024. Lot number: 1000201567. Model description: balloon fgs 61-70 cm. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 5.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. Additional information received states the aus device was explanted during a previous surgery due to infection. The patient was later implanted with a new device on (B)(6) 2020. The patient was stable following the successful reimplantation of the new aus device. Additional information received states the infection was located in the scrotum. The infection was treated with medication and the physician does not believe that the device caused or contributed to the infection.